Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2; 5.50/3.0/55 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced lens rotation and loss of visual acuity which the surgeon repositioned the lens on (B)(6) 2022; but this did not resolve the problem. Then on (B)(6) 2022 the lens was exchanged with a same length but spherical lens and this resolved the problem. It was also indicated that the residual cylinder will be treated by laser touch up and "patient is happy". The cause of the event was reported as unknown.